Manufacturer narrative:
Final analysis found silicon pieces from septum plugs inside the hex insets which prevented full insertion of hex wrench.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the pulse generator set screw exhibited an anomaly. The device was not implanted and replaced. The patient was discharged.